Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, which indicates a value within the normal range. The customer received tips from technical support to prevent altitude alarms and was able to resume insulin delivery with the original cartridge, resolving the issue without needing to replace it.